Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, during the ablation phase of the procedure when the saline was at 80 degrees celsius, the patient coughed. There was a fluid loss alarm and saline was noted to be leaking out of the patient's cervix. The procedure was abandoned due to this event. A tenaculum stabilizer had been used during the procedure and the patient's cervix was noted to be very soft, therefore, the physician under dilated. The site stated that no burn was confirmed for the patient. No patient complications as a result of this issue and the patient's condition has been described as stable.

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.